Event description:
It was reported that prior to implant, the device generated a warning "ICD electrical reset" and battery voltage was 2.72 volts. After a charge test, the battery voltage was 2.69 volts. The device was not removed from the box and it was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed ram chip - memory error. Visual inspection revealed write to locked ram power on reset.